Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
Smoke and fire was detected in magnet room after an exam. Patient had left the magnet room before smoke was detected. The emergency ramp-down unit was activated and magnet was subsequently quenched. Firefighter services were called and powder extinguishing agents were applied.

Manufacturer narrative:
The investigation by ge healthcare has concluded that there was an internal short at the y0 interconnect lead of the gradient coil subsystem. This joint is constructed by overlapping copper bars, single bolt, solder and then supported by epoxy. The short y0 interconnect lead failed due to fatigue at the minimum cross sectional area, induced due to a solder joint failure. This area was severely damaged by the event and additional root causes could not be determined at this location. This event has been shown to be an isolated incident. This investigation closed with site corrections only.